Event description:
It was reported that a patient was involved in litigation with a site due to experiencing second degree and third degree burns following a laser hair reduction treatment. Cynosure's legal team confirms site involved uses cynosure devices but was unable to pertain any additional information and therefore device used is unknown.

Manufacturer narrative:
Although additional information was requested, there was no additional information made available from the customer site despite multiple requests from clinical. Third degree burns are considered injuries that will involve medication intervention. If additional relevant data becomes available, a follow up report will be submitted. Out of an abundance of caution, this event is being reported.